Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that they were unable to read the settings off the battery while implanted as well as once removed. As a result the battery was replaced, resolving the issue. When attempting to interrogate, the programmer showed "there was no response from the device. Reposition the programming head and press retry." The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins s/n (B)(4) found insignificant anomalies, and that the implant reached normal battery end of life. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. During destructive analysis, the hybrid portion of the ins was tested with a known good battery and was found to function within specifications. Analysis determined that no telemetry was observed with an n'vision clinician programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.